Event description:
It was reported that the patient was having a decrease in therapeutic response, with an increase of muscle spasticity on the right side. The healthcare provider suspected a pump system leak. The pump was interrogated and a dye study was performed on (B)(6) 2012, and it was reported that the results "looked good" and the pump was functioning normally. The physician also added an oral dose of baclofen, valium, and zanaflex and planned to implement an increase in pump dosage to manage symptoms. The medication in the pump was baclofen 150.6mcg/day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009. Product type: catheter. (B)(4).